Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a missing pin on the tb20 sensor connector. The device was able to power on via both battery and ac power. When the device was tested with a working sensor and set tester the device provided a "replace sensor" error message. While connected to a lnop dc-I working sensor, measurements were unable to be obtained. Internal inspection revealed no defects or damage. The failure was isolated to the missing pin on the tb20 sensor connector. A service history record reveals this unit has been in the field for over eleven (11) months with no previous reported issues related to this reported event.

Event description:
The customer reported the rad-97 does not display the spo2, pr, or pi reading anymore. Replacing the patient cable and sensor does not solve the issue. No patient impact or consequences were reported.